Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Although the medwatch was originally filed against the strips, it was changed to the meter due to the confirmation of an undetected bit flip which made the meter and not the strip the more likely cause of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 15 mg/dl and "in the 400s" mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.